Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated they were having difficulty in deployment while inserting the sensor and upon removal of the sensor, the sensor wire was missing. The patient decided to go to her general practitioner (general practitioner) because she was concerned that the sensor wire may have broken off in her skin. The gp informed the patient that they could not see any evidence of the sensor wire under the skin and advised the patient that further medical intervention was not needed unless the patient was displaying signs of inflammation. No treatment was made. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.